Event description:
It was reported, following the implant of the device it was unable to be interrogated using bluetooth (ble) telemetry. Technical support was contacted and recommended an in clinic follow up to further investigate. No intervention has been performed at this time. The patient was stable and will continue being monitored.